Event description:
It was reported that prior to a device change out procedure externalized conductors was observed via fluoroscopy imaging on the rv lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable.